Event description:
Additional information was received that this patient underwent a surgical procedure and this lead was explanted and replaced. It was also reported that the lead exhibited noise on stored electrograms. The lead will not be returned as it was destroyed during extraction.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited out of range shock lead impedances along with out of range left ventricular (lv) pacing impedances. The problem was isolated to the right ventricular (rv) ring and when the lv lead was programmed to unipolar the impedances were normal. It was reported that the rv pace impedances were normal and there was no noise. No adverse patient effects were reported. The patient was to undergo a system revision procedure in the near future. Reprogramming of the shock vectors did not make any difference in the shock impedances.